Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities. The helix was then tested and found nonfunctional due to the presence of dried blood/body fluid in and around the helix and its housing preventing movement. An x-ray was also performed which was found to be unremarkable. Laboratory analysis was unable to conclusively determine the root cause of the pacing threshold issue and loss of capture or the reported helix extension/retraction issues.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) at 3.5v output during follow-up one day post implant. An x-ray was obtained indicating less slack on the lead but there was no reported dislodgement. A revision procedure was performed wherein the physician attempted to reposition the lead but was unable to do so as the helix could no longer be extended. The lead was removed at which time tissue was noted to be stuck to the helix. The procedure was completed by implanting a new rv lead. It was noted that the patient's blood pressure dropped following the procedure requiring prolonged treatment. No adverse patient effects were reported.